Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s3 double head pump displayed an error message during a procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. The service representative was able to reproduce the error and the pump was returned to sorin group (B)(4) for further investigation. The returned pump was disassembled and all boards and connections were visually inspection, which revealed that the isolation of one index sensor was broken. Functional testing of the pump in both directions did not identify any errors. The pump potentiometer was also found to be working correctly. Both index sensors were replaced and subsequent testing did not identify any further issues. The pump was returned to the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. No trend was identified for this type of issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.

Manufacturer narrative:
Patient information was not provided. Device has not been returned to sorin group (B)(4). Sorin group (B)(4) manufactures the s3 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s3 double head pump displayed an error message during a procedure. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s3 double head pump displayed an error message during a procedure. There was no report of patient injury.